Event description:
Additional information was received indicating that a revision procedure was performed due to infection. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured which was discovered during device changeout and the patient does not want the ra lead to be changed. The physician decided to reprogrammed the device with ra lead turned off. Additional information received stating that the lead fracture had evidence of high impedance/threshold issues. This ra lead was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.